Event description:
The tip of the syringe broke off into the IV tubing when attempting to flush the remainder of medication; thus the rn was unable to flush remaining medication in the tubing. IV contained clindamycin medication. Dosage was 450 mg. A nurse added that the tip broke off firmly into the end of the tubing. No patient harm or injury.device #1is this a laboratory device or laboratory test?no.